Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy.

Event description:
Patient reported left side ¿swollen lymph nodes under her left arm pit, tingling in both hands, dry mouth, heart palpitations and gastro-intestinal issues¿. Device remains implanted.